Event description:
The patient received endovenous laser treatment of the left greater saphenous vein in 2005. The patient was discharged with no complaints or complications. No complaints or complications were noted in 2004 at the 6-week follow-up visit. In 2005, the patient was admitted to the hospital with diagnosis of deep vein thrombosis in the left leg. The patient was treated with heparin and discharged a few days later. In 2005 the patient was seen for left leg pain. An object was detected by vascular ultrasound and x-ray. The object, a piece of sheath approximately 4 inches in length, was removed in 2 1/2 weeks later. Vsi no longer has no further contact and has not received additional information.